Event description:
It was reported while testing for sars-cov-2 a false positive result was obtained. Confirmatory testing was performed using pcr test method and the result was negative. There was no reported patient impact. Eua #(B)(4). The following information was provided by the initial reporter: tested art positive on 30th july. However, pcr result was negative.

Manufacturer narrative:
H6: investigation summary: this statement is to summarize the investigation results regarding your complaint that alleges false positive results when using kit rapid detection of sars-cov-2 veritor ce (material # 256089), batch number 1154075. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. The reported was unable to be confirmed. The root cause could not be identified. Bd quality will continue to closely monitor for trends. H3 other text : see h10.

Manufacturer narrative:
Eua #: (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while testing for sars-cov-2 a false positive result was obtained. Confirmatory testing was performed using pcr test method and the result was negative. There was no reported patient impact. Eua # (B)(4). The following information was provided by the initial reporter: tested art positive on 30th july. However, pcr result was negative.